Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing measurements. Device data was sent to engineering for review. Data review determined the pacing impedance was a sudden drop indicating a potential integrity anomaly and recommended replacement. This lead was explanted and returned, however this lead has been scrapped. No additional adverse patient effects were reported.